Event description:
Healthcare professional reported rupture in the right prosthesis and a lump in the armpit. Healthcare professional additionally reported severe pain and breast deformity and it was reported that the implant integrity was impaired on the right side. Device remains implanted.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and lymphadenopathy.

Event description:
Healthcare professional reported rupture in the right prosthesis and a lump in the armpit. Healthcare professional additionally reported severe pain and breast deformity and it was reported that the implant integrity was impaired on the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, d4, d6b, e1, e2, e3, g2, h6.